Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the infusion adapter c100 experienced leakage during use. The following information was provided by the initial reporter: material no. 515306, batch no. 1702102. Customer called in stating nurse set up chemo infusion for patient two days ago and today when it was time to remove it the phasel connected to the bag was leaking. Stated doctor was unsure how much medication was provided to patient due to leakage. Email received 6/11 from customer: there was no obvious disconnection from the bag or tubing spike. Patient was male, (B)(6) y/o, (B)(6) pounds, unknown ethnicity. Incident occurred at mds office, when pt returned for 46 hr post-takedown of chemo. Rn unzipped carrying pouch and noted that pump and pouch were damp. Exterior of bag appeared to be dry; no obvious leakage outside of carrying pouch.

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch 1702102. Four retained samples of the same lot were used for additional evaluation. Product was inspected, no issues were observed. Two samples were used for functional testing. The blue protection lid was opened and while holding the bag spike port, the IV set was connected to the infusion adapter with the infusion container in horizontal position. After forty-eight hours, no leakage was observed and the product functioned as intended. Leakage testing was completed on the two other retained samples and no leak was identified. Based on the available information, we are not able to determine a root cause related to the manufacturing process at this time.

Event description:
It was reported that the infusion adapter c100 experienced leakage during use. The following information was provided by the initial reporter: material no. 515306 batch no. 1702102. Customer called in stating nurse set up chemo infusion for patient two days ago and today when it was time to remove it the phasel connected to the bag was leaking. Stated doctor was unsure how much medication was provided to patient due to leakage. Email recvd 6/11 from customer: there was no obvious disconnection from the bag or tubing spike. 1. Patient was male, 70 y/o, 213 pounds, unknown ethnicity. 2. Incident occurred at mds office, when pt returned for 46hr post-takedown of chemo. Rn unzipped carrying pouch and noted that pump and pouch were damp. Exterior of bag appeared to be dry; no obvious leakage outside of carrying pouch.